Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device upn and lot number. Therefore, the lot expiration and device manufacture dates are unknown. Block h6: medical device problem code a0401 captures the reportable event of fiber break. Block h10: the complainant indicated that the device was contaminated and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Block h11: correction to field b5: describe event or problem and h8: usage of device based on review of the complaint on (B)(6), 2021.

Event description:
Note: this report pertains to the third of three devices that were used in the same procedure. Refer to manufacturer report number MFR. Report #3005099803-2021-01690 for the lighttrail reusable 600um, MFR report #3005099803-2021-01689 for the lighttrail reusable 230um and MFR report #3005099803-2021-01691 for the lighttrail reusable laser fiber. It was reported to boston scientific corporation on (B)(6) 2021 that an unspecified lighttrail reusable laser fiber was used in a ureteroscopy procedure in the bladder for ureteral lithiasis performed on (B)(6), 2021. The laser unit used was an auriga xl laser console with laser settings of 15 joules and 15 hertz. During procedure, when the physician stepped on the foot pedal, there was no energy coming out from the laser fiber. The first fiber was reprocessed two times. A lighttrail reusable 230um laser fiber was opened and the same issue occurred. The second fiber was reprocessed two times. A third unspecified lighttrail fiber was opened and a break was observed. The procedure was not completed due to the event and no additional fibers available. There were no patient complications reported as a result of this event. **updated information based on the review on (B)(6), 2021** the third fiber was reprocessed an unknown amount of times.

Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number. Therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device was contaminated and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to the third of three devices that were used in the same procedure. Refer to manufacturer report number MFR. Report #3005099803-2021-01690 for the lighttrail reusable 600um, MFR report #3005099803-2021-01689 for the lighttrail reusable 230um and MFR report for the lighttrail reusable laser fiber. It was reported to boston scientific corporation on (B)(6) 2021 that an unspecified lighttrail reusable laser fiber was used in a ureteroscopy procedure in the bladder for ureteral lithiasis performed on (B)(6) 2021. The laser unit used was an auriga xl laser console with laser settings of 15 joules and 15 hertz. During procedure, when the physician stepped on the foot pedal, there was no energy coming out from the laser fiber. The first fiber was reprocessed two times. A lighttrail reusable 230um laser fiber was opened and the same issue occurred. The second fiber was reprocessed two times. A third unspecified lighttrail fiber was opened and a break was observed. The procedure was not completed due to the event and no additional fibers available. There were no patient complications reported as a result of this event.